Manufacturer narrative:
An event regarding an alleged periprosthetic fracture involving a secur-fit ha psl cup/clustr shell 56mm was reported. The event was not confirmed. Method & results: - device evaluation and results: could not be performed as the subject device was not returned. - medical records received and evaluation: no medical records were received for review with a clinical consultant. - device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. - complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Acetabular fracture. Removed shell/insert/head replaced with new components.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Acetabular fracture. Removed shell/insert/head replaced with new components.